Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The other absorb device is being filed under a separate medwatch report. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with coronary heart disease including multivessel disease. The index procedure on (B)(6) 2015 was to treat a lesion located in the mid right coronary artery (rca) with a total occlusion and mild calcification. Pre-dilatation was performed with residual stenosis reduced to less than 40%. Two 3.5x28mm absorb scaffolds were implanted overlapping. A non-abbott very high pressure nc balloon was used for post-dilatation with the final residual stenosis less than 10%. No imaging was performed to confirm the absorb scaffolds were fully apposed to the vessel wall. The patient was placed on dual anti-platelet therapy (dapt) consisting of aspirin for lifetime and efient 10mg once daily until (B)(6) 2016. A control angiography performed on (B)(6) 2016 showed very nice results of the two implanted scaffolds. On (B)(6) 2017, the patient returned to the hospital presenting with a st-elevated myocardial infarction (stemi) and in-scaffold restenosis and thrombosis were confirmed using angiography. The restenosis and thrombosis were treated with predilatation using a 2.5x20 mm non-abbott balloon catheter. A 3.5x48 mm xience was then successfully implanted. The final patient outcome was good. The dapt was stopped after 1 year per protocol; however, the patient continued to take aspirin. The patients dapt has been restarted and includes aspirin/brilique 90 mg once daily for 1 year and then 60 mg for 2-3 years. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A cine was received and reviewed by an abbott vascular physician and concluded: the available films at the time of the thrombosis event show total thrombotic occlusion of the proximal rca treated with ptca and stenting. No intravascular ultrasound or optical coherence tomography is performed at the time of the thrombosis event to help ascertain potential underlying causes of the thrombosis. No assessment can be made about this incident without having films from the index procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.